Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and indicated pacing capture threshold in the rv (right ventricle) was elevated. The rv capture management trend shows the threshold increased to >2.5 volts the week of (B)(6) 2015. Since the week of (B)(6) 2015, the threshold has been >2.5 volts or unable to be measured due to being high or out of range. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had no sensing or capture and atrial signals were reported on the ventricular electrocardiogram. A right ventricular (rv) lead dislodgement was suspected and confirmed by x-ray. The lead was explanted and replaced. No patient complications have been reported as a result of this event.